Manufacturer narrative:
Product ID (B)(6) lot# va1d8rx serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a lead migration/dislodgement. No further complications were reported/antici pated.

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1d8rx, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID (B)(4) lot# va1d8rx serial# implanted: (B)(4) 2017 explanted: (B)(4) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep for a clinical study (sdy). It was reported that the loss of efficacy and lead migration was a device issue. They explanted and replaced the lead on (B)(4) hich resolved the issues. The cause of the lead migration was not known, but the loss of efficacy was stated to be caused by the migration.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1d8rx, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a loss of efficacy. It was reported that a patient underwent a trial on (B)(6) with at least 75% improvement over the first 3 days. Beyond that, they lost efficacy. Interventions included an explant/replacement of the lead on (B)(6) 2017 where the device was disposed of according to biohazard instructions and the event resulted in an unscheduled clinic or office visit. There was a report that the issue was related to the leads and not related to the implant procedure. The issue resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1d8rx , implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the neurostimulator was repositioned on (B)(6) 2017. No further complications were reported/anticipated.